Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition showed chip on right plunger case. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was about eight years old. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves also upgraded pump into a v6.0.0 software per customer orders. Performed pm maintenance and all functional testing which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that motor rate error event occurred. No patient injury reported.